Event description:
It was reported that the patient had their device explanted because it was not covering their pain. The leads looked like they might have migrated. There was no issue with the implantable neurostimulator (ins). The patient was doing fine after the explant.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97792, serial # unknown, explanted: (B)(6) 2015, product type accessory; product ID 97792, serial # unknown, explanted: (B)(6) 2015, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.